Event description:
The customer reported that the insulin pump alarmed, and as soon she put the battery the device beeps and the screen was blank. After the insulin pump did rest for two hours the customer called back and stated that the bottom of the display was black. The blood glucose reading was 441mg/dl. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.